Event description:
A patient with an inflatable penile prosthesis ipp reported discomfort related to the position of the device pump in the scrotum. Troubleshooting was attempted in the office prior to surgery but did not resolve the issue to the patient satisfaction. During surgery, the physician identified the pump and its placement as the likely source of discomfort. The pump was removed and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.